Event description:
It was reported that during a anterior cervical fusion procedure, the surgeon was trying to remove screw after it became stripped, while attempting to remove the screw, 3 conical extraction screws broke apart. All broken fragments were recovered. There was a 30 minute operative delay. The surgeon was able to successfully complete the procedure with no patient injury reported. This is report 3 of 4 for .

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional manufacturing release date 8/09/20012. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and reported unique instruments (presently orchid unique) manufactured the conical extraction screw, p/n 387.34, and lot number uk07934 for pos (B)(4). The supplier¿s certificates of compliance (dated 5/2/01 and 7/25/01 for 2 receipts of this lot) indicate the parts were manufactured to p/n 387.34 and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), revision ¿bo¿ (completed 5/14/01 and 8/2/01). (B)(4) (written 8/7/01) was generated for the missing rev level of the processes performed. The mrr was found conforming because the supplier was not required to certify for the heat treat specification at that time, and the mrr was closed 8/9/01. No other manufacturing reports (mrrs) or nonconformance reports (ncrs) were generated for this lot. The two receipts of this lot were released 5/23/01 and 8/9/01 note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
A manufacturing evaluation was completed: unique instruments inc. Manufactured the conical extraction screw, part number 387.34 and lot number uq56653. Due to an unknown cause, the tip of the screw broke off during screw extraction. Initially, the part conformed to the certificates of compliance. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related and is considered unconfirmed. The conical extraction screw was made to the relevant synthes drawing. Additional manufacturing date: 8/9/2001. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.